Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to remove the atrial lead from the device header port, the atrial lead became stuck and was damaged. As a result, the pacemaker was explanted and replaced while the atrial lead was capped on (B)(6) 2026. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The device was returned for analysis. Evaluation identified blood accumulation within the atrial (a) connector port zones, which contributed to difficulty in removing the lead. The presence of blood within the connector port is most consistent with inadequate cleaning of blood from the proximal end of the lead prior to insertion into the connector port at the time of implant.